Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-apr-2017 through aware date (B)(6) 2018. There was one (1x) similar complaints found. The aia-900 operator's manual under section 12 - flags and error messages states that a dl (detector low) flag indicates: a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. In chapter 5 - system preparation, section 5.5 preparing the substrate is an illustration that shows correct substrate tube and substrate bottle mounting position. A caution states: insert the substrate tube so that it reaches the bottom of the substrate bottle. 70 % ethanol is used as a replacement fluid in the substrate tube, so keep sources of fire away from the tube in order to prevent the risk of fire. The most probable cause was due to twisted substrate tubing.

Event description:
A customer reported getting detector low (dl) flag on the a1a-900 instrument. Customer performed etoh shutdown, used new substrate and repeated the daily check, but the error persisted. The customer is unable to run prolactin (prl) and beta human chorionic gonadotropin (bhcg) on patient samples. A field service engineer (fse) followed-up over the phone with the customer to address the reported event, which resulted in delayed reporting of prl and bhcg. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. Fse instructed the customer to check the substrate bottle and tubing. Per customer, the tubing was twisted, not allowing the substrate delivery. Fse had the customer correct the twisted substrate tubing and the issue resolved, the dl flag cleared. The customer ran quality controls (qc) and patient samples; all results were within acceptable range. The aia-900 instrument functions as intended and no further action was required.